Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 60% to 15% within one day. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.